Event description:
Dr was performing a colecystectomy and when he wanted to use the endoscopic clip applier he squeezed trigger firmly until it stopped then he released it and any clip came out, rptr wants to say clips got stranded on the applier. As consequence of this failure the cystic artery of the pt was cut. Dr used different device to finish the procedure.